Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was discarded by the account and therefore, not returned to abbott vascular for evaluation. Return of the catheter may have further aided the evaluation. Difficulty removing the catheter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. There was no report of any damage to the balloon catheter, which may suggest that a product deficiency did not contribute to the reported complaint. Additionally, the lesion was characterized as moderately tortuous and heavily calcified. It was further noted that multiple catheters and stent delivery systems had difficulty crossing and met resistance during retraction, further suggesting that the reported difficulties were likely related to the challenging patient anatomy. It is likely that an interaction with the moderately tortuous and calcified lesion contributed to the reported difficulty removing the device. To assure that all products perform according to specification, all dilatation catheters are 100% visually and dimensionally inspected during the manufacturing process. A sampling of units is also destructively tested to verify product quality. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the product was not returned for analysis and the lot number was not reported. Based on the investigation, there is no evidence to suggest a potential product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The voyager nc was removed from the anatomy with resistance. An unsuccessful attempt was made to advance a 2.75x23 multi-link 8 sds. The sds was removed from the anatomy with resistance. Inflation with a non-abbott cutting balloon was attempted unsuccessfully; therefore, rotablation of the mid rca was performed. A dissection caused by a non-abbott guide catheter was treated with a 2.75x23 multilink stent and the procedure was completed. There was no clinically significant delay in the procedure. Percutaneous intervention of the left main artery was performed the following day. The patient is reported as recovering, making slow progress, and remains hospitalized. No additional information was provided. Stent: 2.5 x 15 mm multi-link 8. Guide wire: balance. Inflation: boston scientific. Guide cath: 6fr ar2, heartrail. The 3.0 x 23 mm and 2.75 x 23 mm multi-link 8, the 3.0 x 15 mm and 2.5 x 15 mm trek, and the 2.0 x 15 mm mini trek and the 2.5 x 15 mm multi-link 8 are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, pre-dilatation was performed using a 2.5x15 trek balloon in the heavily calcified right coronary artery (rca) with a tortuous bend just proximal to the lesion. After performing pre-dilatation using a trek balloon, an unsuccessful attempt was made to advance a 2.5x15 multi-link 8 stent delivery system (sds) resulting in distorted stent struts. The sds was withdrawn from the anatomy and an unsuccessful attempt was made to advance a non-abbott 2.5x15 sds which also resulted in distorted stent struts. Additional pre-dilatation was performed. A non-abbott guide catheter was advanced followed by advancement of a new 2.5x15 multi-link 8 sds to the target lesion. The balloon was inflated to 6 atmospheres and the balloon ruptured. The stent was deployed. The sds was removed from the anatomy with resistance and unsuccessful attempts were made to advance a 2.0x15 mini trek dilatation catheter, and a 3.0x15 trek dilatation catheter for post-dilatation. Both devices were removed from the anatomy with resistance. Post-dilatation of the 2.5x15 stent was ultimately performed using a 2.0 trek balloon. A 3.0x23 multi-link 8 sds was advanced to the target vessel. An attempt was made to inflate the balloon to deploy the stent; however, the balloon ruptured immediately. The stent did not deploy and remained on the sds which was withdrawn from the anatomy with resistance. A voyager nc 2.5x15 dilatation catheter was advanced to the calcification in the bend of the mid rca proximal to the deployed stent and dilatation was performed at high pressure.